Manufacturer narrative:
Additional device implanted during initial procedure - pcc161200/03019895. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.

Event description:
On (B)(6) 2004, this pt was implanted with gore excluder bifurcated endoprosthesis. On (B)(6) 2011, f/u CT revealed 1cm of aneurysm growth with no sign of endoleak. On (B)(6) 2011, a reintervention was performed whereby an additional aortic extender component and two contralateral leg components were implanted to treat the aneurysm growth. The physician implanted the contralateral leg component to treat an aneurismal area of the right common iliac distal to the graft but proximal to the hypogastric artery. The pt tolerated the procedure.